Manufacturer narrative:
(B)(4).

Event description:
The dental implant, fx4308mlc in tooth location #2 was removed on (B)(6) 2017 due to loss of osseointegration 1 year and 8 months after implantation. The doctor indicated that the bone condition caused the implant removal. The patient didn't have any medical history. The patient has been recovered without complications.